Manufacturer narrative:
Taps may be used during pedicle preparation to facilitate screw insertion. The cannulation of the tap (through hole) is slid over the guidewire after the site has been dilated to the appropriate diameter. The bone is then tapped to the desired depth. Taps come in 4.5 mm, 5.5mm, 6.5 mm & 7.5 mm and are color coded by diameter. Initial report stated the tip of the tap was bent. Upon receipt of the tap, it was identified the tip had broke off. Review of the device history records did not identify any manufacturing or processing related irregularities. The invictus tap was found to be properly manufactured and released in accordance with design specifications. An evaluation found that the distal tip was fractured and became separated from the instrument. Inspection under magnification revealed circular fracture lines indicative of a torsional overload. The instrument was manufactured from 465ss (stainless steel) and is certified to astm a564 specifications. It appears that the tip fracture was likely the result of use in hard dense bone, which required an increased torsional load that exceeded the design limits of the instrument.

Event description:
Cannulated tap bent during a case.